Manufacturer narrative:
The patient called ts and reported receiving the pc message: "MRI is not advised. There may be a problem with the implanted lead(s)." This message indicates that the system failed the system check. The patient leads were explanted and replaced. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention was undertaken on an unknown date wherein the system was explanted.

Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient was unable to enter their device into MRI mode due to high impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.